Manufacturer narrative:
Correction: d1, d3, d4. Additional information b5: follow up information was received indicating that the keypad issue was no output function (undetermined button stuck-no output). Additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During functional testing, a keypad issue was not reproduced however physical damage to the keypad was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through causality of the damaged keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a keypad issue. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.